Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient met with the hcp sometime in (B)(6) of 2018 because they suspected that they had an infection. At the time the hcp stated that the patient did not have an infection. On (B)(6) 2019 the rep was told that the patient had been given antibiotics. No further complications were reported.